Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, d6a, d6b, d10, e2, e3 and h6 - component code and type of investigation. D6a: unknown date in 2017. D10: concomitants unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that the patient underwent a bilateral hip replacement in 2017. Subsequently, the patient underwent a right hip revision in 2019 for an unknown reason. No additional information available.

Event description:
It was reported that this patient's right hip was revised. Revision for the revision as not reported.

Manufacturer narrative:
D10 concomitants: 01-010-18-4245 - mono rev stem std 18x245 (B)(6), 142-40-64 - nv ehxl alip lnr g4 40mm (B)(6), 170-40-07 - biolox delta femoral head 40mm od, +7mm (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. [[Insert manufacturing review statement]] a definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.